Manufacturer narrative:
(B)(4). There was no actual sample or representative sample returned for this investigation and no photo received for reference. Review from lrr data there is zero lrr failure reported for this lot kme23b3286. With limited information provided, no further investigation could be conducted. Therefore, this complaint is not confirmed.

Event description:
The physician noted that the incorrect devices were received. He always and only ordered and received pn 111782 (several sizes) safety silk nasal tubes - confirmed by sap - but he received pn 111781 (size 4 / 4,5 / 5). These 111781 nasal tubes are much stiffer than the ordered 111782. The incorrect delivery wasn't noted by the trainee who did the incoming booking of the devices. Associated complaints 8040412-2024-00030, 8040412-2024-00031, 8040412-2024-00032, 8040412-2024-00033, 8040412-2024-00034, 8040412- 2024-00035 and 8040412-2024-00036.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The physician noted that the incorrect devices were received. He always and only ordered and received pn 111782 (several sizes) safety silk nasal tubes - confirmed by sap - but he received pn 111781 (size 4 / 4,5 / 5). These 111781 nasal tubes are much stiffer than the ordered 111782. The incorrect delivery wasn't noted by the trainee who did the incoming booking of the devices. Associated complaints 8040412-2024-00030, 8040412-2024-00031, 8040412-2024-00032, 8040412-2024-00034, 8040412- 2024-00035 and 8040412-2024-00036.